Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure after several uses of the basket, the side car-rx (guidewire port) was noted to be pushed back exposing the metal part of the basket. There were no patient complications reported as a result of this event.